Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was received for evaluation. Device analysis revealed no damages on the returned pullback sled. During functional testing using a test catheter, the sled was able to properly pull back and performed within specifications. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as 2134265-2014-07055, 2134265-2014-07077 and 2134265-2014-07078. It was reported that automatic pullback failure occurred. During an unspecified procedure, the physician conducted an intravascular ultrasound (ivus). Two sleds were used in conjunction with a motor drive unit and an imaging catheter. With the 1st sled used, automatic pullback failed to occur. The sled was exchanged with an another of the same device. However; automatic pullback still failed. The procedure was completed with a manual pullback. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2014-07055, 2134265-2014-07077 and 2134265-2014-07078. It was reported that automatic pullback failure occurred. During an unspecified procedure, the physician conducted an intravascular ultrasound (ivus). Two sleds were used in conjunction with a motor drive unit and an imaging catheter. With the 1st sled used, automatic pullback failed to occur. The sled was exchanged with an another of the same device. However; automatic pullback still failed. The procedure was completed with a manual pullback. No patient complications were reported.